Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(6947) is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was "sounding the high urgency tone". There was difficulty in gaining telemetry but eventually was able to interrogate. It was noted that the device was at elective replacement indicator (eri). The device was explanted. The 6947 lead was attempted to be implanted but the helix would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.